Event description:
It was reported that during an esophagus procedure, the jaws would not open or close. The rn stated that the jaw was hanging, but did not fall off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the I-blade damaged and with the energy button detached but retuned with the device. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. The damaged I-blade prevented the jaw from opening and closing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument but this finding is unrelated to the jaw issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.